Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the quality of the system 9900's images deteriorated, and a procedure was completed. There was no adverse patient involvement reported. There was no patient info reported.